Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient left a voicemail stating that their rechargeable system was not working and gave the serial number of their ins that was placed back in 2010. An outbound call back towards the patient was not received. There were no further complications reported.